Event description:
On (B) (6) 2010, caire was informed of the following incident; a patient was admitted for a tracheostomy surgery to correct a sleep apnea condition. After being discharged from the hospital, the patient was in stable condition with a 100% oxygen dependency. A medical equipment company provided the patient with oxygen supplied from a companion 41 reservoir. It was reported to caire, that on (B) (6) 2008, the patient failed to receive an adequate oxygen supply, and perished from respiratory failure on (B) (6) 2008.

Manufacturer narrative:
Caire was unable to obtain the unit for any investigation, inspection or testing.